Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient was found by his wife having seizure. During that time the cgm was showing low and the patient stated that the cgm did not provide an audio alert causing him not being able to manage the low reading (the low alert is set to 70mg/dl). The patient's wife checked his fsbg and it was at 30 mg/dl. The patient's wife administered 3 glucagon shots and glucagon tablet to the patient. The patient felt better after the treatment and confirmed that there was no need to call 911 nor medical assistance. The wife was able to manage it at home and the patient continued to feel better during the call. Confirmed no physical injury caused by seizure. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.